Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
It was additionally reported when the patient had retention prior to removal of the sling, the physician had attempted to stretch the sling and dilate the area. It was also reported that the patient had experienced additional complications including: bleeding, severe pelvic pain, painful intercourse, infection, incontinence, urgency, frequency, excessive urination, dropped bladder and scar tissue. No further complications were reported.

Event description:
It was reported that after implant of a minarc precise, the patient experienced retention/difficulty voiding. On (B)(6) 2015, the patient underwent dissection of portions of the previously placed sling; the physician cut out what he could see. This occurred in an outpatient setting. The original sling placement date was not known. No further complications were reported related to this event.